Manufacturer narrative:
G2. Foreign: de h2. Correction: please note, the event occurred in germany, not japan as previously indicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for pudendus stimulation to regulate endometriosis pain. It was reported that the patient was having episodes of pain in their legs that felt like overstimulation. The patient was not sure if the pain was related to certain body positions. If they turn off the ins, the pain goes away. It was noted that the patient had a lead with eight electrodes, of which two were known to be defective for about a year. The patient asked what to do now. The patient described the lead as being placed through the abdomen and it was not clear how the lead was fixated. It was noted that maybe the lead could move around and cause overstimulation. The patient was instructed to contact their healthcare professional for further tests such as an impedance check, preferably during an overstimulation episode to catch a possible intermittent short, and x-rays to confirm lead position.